Manufacturer narrative:
Additional information received; it was reported that the physician did not believe the endurant stent graft was at fault regarding the event or that there was a product quality issue medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received the following information from a journal article entitled; symptomatic infrarenal aortic aneurysm sac expansion 5 years post endovascular repair without an identifiable endoleak. (B)(6) (united states), volume:23,issue:2, 144-148 : 2020 other relevant device(s) are: other relevant devices are: unk-cv-sr-endur-ii, s/n:unknown ; use by date: unknown; upn # unknown unk-cv-sr-endur-ii ,s/n: unknown; use by date: unknown; upn # unknown if information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in the endovascular treatment of a 100mm symptomatic infra-renal abdominal aortic aneurysm. It was reported that for two years post the procedure, the aneurysm sac diameter remained stable. The patient was then being monitored for a further year before being lost to follow-up. It was reported the patient presented five years post the index procedure, with complaints of lower back pain. A cta performed revealed an enlarging aaa sac of 119mm, with a new saccular component present at the cranial end of the sac. There was no identifiable endoleak. A duplex ultrasound performed confirmed the enlarging aaa sac with a diameter of 111mm and no identifiable endoleak present. Intervention was performed, and open surgical exploration and repair was carried out. Upon opening the aneurysm sac, the pressurized state resulted in the expulsion of large amounts of hematomas. There was then a diagnosis of endotension given with no other active endoleaks present. It was reported the aneurysm sac was then plicated and sutured. The patient recovered without complications. A 6 week check-up revealed the aaa diameter measured 96mm with almost completely anechoic sac contents and no endoleaks present.